Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide the device UDI. See d4.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the screen of the video system center went black. And e226, e231 and e238 scope communication error messages were displayed. The issue occurred, during a therapeutic laparoscopic prostatectomy procedure. Turning the power on and off cleared the error and returned the screen to normal. The device was used to complete the procedure. There was no reported patient harm or impact, due to this event.